Manufacturer narrative:
Tech found the CPR valve failing. The tech replaced the CPR valve to resolve the issue.

Event description:
Tech alleged the head of the bed will not go down when CPR is engaged. No injuries reported.